Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that before surgery, it was observed that the battery device became hot while charging. There were no delays in the surgical procedure. It was not reported if a spare device was available for use. There was no patient involvement. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the red light was flashing on the device and it could not be charged or refreshed. Additionally, it was found that the cable from the temperature sensor was broken and was assembled incorrectly. The assignable root cause could not be determined at this time. This issue has been escalated to a scar. If additional information should become available, a supplemental medwatch report will be sent accordingly.